Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to remove all other connected bluetooth devices, close all running background applications, restart the device, and re-open the g5 application. No additional patient or event information is available.